Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) due to failing the monitoring pressure transducer test. The pressure transducer printed circuit board (pcb) and the nozzle unit was found to be defective and the fse resolved the reported failure by replacing them. The received test logs show that the pressure transducer monitoring test failed the puc. The pressure transducer monitoring test failed due to a cmh2o pressure deviation. This is most likely due to a sticky membrane in the nozzle unit. The ventilator passed all functional and safety test and was cleared for clinical use after that. All can be confirmed in the provided logs. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The pcb and the nozzle were sent for further investigation. Visual inspection of the returned parts revealed no abnormalities. Then a simulated test over 72 hours didn't reproduce the reported issue. Several pre-use check was done before and after. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.

Event description:
Manufacturer's reference ID: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.